Event description:
During an acdf procedure, it was reported the hex adaptor broke while tightening a screw. Additionally, the universal screwdriver (part 03.617.900.001) of the angled stardrive screwdriver t8 broke at the u-joint while tightening a screw. Subsequently, a second universal screwdriver (part 03.617.900.001) of the angled stardrive screwdriver t8 broke at the u-joint as well. No fragments were reportedly in the operative site. The procedure was completed using back up parts with no injury to patient and no delay. This report is for two angled stardrive screwdriver.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information, not previously. The first component 03.617.900.001 the complete t8 portion broke off the u-joint. On the second component 03.617.900.001 the u-joint is bent and damaged. Both devices show wear of friction caused by the missing outer sleeves. A manufacturing conclusion cannot be presented due to the condition of the products. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and the report indicates the technique guide for the zero-p instruments and implants recommends to tighten the screw to the plate with 1.2 nm using a torque limiting attachment (03.110.002.99). The technique guide also instructs the surgeon to use the angled instruments if the patient anatomy does not allow use of straight instruments. Part number 03.617.900 is an angled instrument and consists of three components - driver, sleeve, and handle. This complaint involves the driver component. Specifically, the distal tip of the driver is of concern. The engineer reviewed the assembly drawings of the distal tip. The distal tip involves seven parts and six weldments. The failure modes for a broken tip are several. The drawing requires a minimum passing torque of 1.8 nm before assembling the universal joint. The design & clinical risk management for zero-p was also reviewed by the engineer. The failures of the distal tip are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. In addition, delivering a torque beyond the strength of the instrument can lead to breakage of the device. A determination of an internal correction action to address this issue has been initiated. The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going.